Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt moved in 2019 and when they came back to they met with a manufacturer representative (rep) and the rep verified the ins was not working and they would have to have surgery to replace it. The pt lived without the ins working for the last 3 or 3.5 years or so. The pt then went to the va recently and they asked the pt to get the ins replaced but pt said no. Pt said their ins did not work. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
See regulatory report #2182207-2021-01485 follow up #001 and #002 for previous submission of this event. If additional information regarding this issue is received, a supplemental report will be submitted for this regulatory report. Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for spinal pain. It was reported that the patient met with a representative in the united states and they determined that their leads were broken. The patient was inquiring to know the contact information for a representative in panama to see if they could have the replacement surgery performed there. Additional information received from a representative. It was reported that the cause of the broken leads issue was unknown. Impedances on both leads were greater than 40 ,000 ohms.